Event description:
The valve was explanted due to paravalvular leak with dehiscence at the non-coronary commissure suture line. The valve leaflet appeared normal. The patient required ventilation and a tracheotomy postoperatively and had a history of endocarditis, coronary artery disease, and hypertension.